Event description:
New information on (B)(6) 2017 stated that the patient was in good condition before, during, and post operation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for normal follow up. Upon attempt interrogation, the pulse generator could not be interrogated. It was noted that the device appeared to have migrated slightly. Multiple attempts to interrogate the device with different wand positions and different rooms were unsuccessful. A new programmer was used and same issue resulted. No intervention was performed. The patient would continue to be monitored closely.

Event description:
New information on (B)(6) 2017 stated that the device was explanted. No further information was available.

Manufacturer narrative:
No conclusion code available; final analysis found a battery anomaly which resulted in a high current drain. Source of premature battery depletion could not be determined.